Event description:
It was reported that during a lap wedge resection, a few staples of the proximal part were unformed at the first stroke of the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 05/08/2012. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what device was used with this reload? Ec60a. On what tissue type was the device used? At what location on the tissue? Wedge. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. What other color cartridges were used before and after this event? No information. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.